Event description:
The flapper valve of the prosthesis fell off after being inserted into the pt. A second attempt to place another prosthesis which was manufactured by the same company and was from the same lot also had the flapper valve fall off. A third attempt with a device from a different lot number but from the same manufacture was able to be placed without problems.